Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided by the healthcare professional states "the second lens did not come out of the injector". For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00074.